Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had their implant replaced in 2019 because the pt was never able to get a goof charge on the implant for the implant was not charging.